Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient indicated that upon removal of the sensor pod, the sensor wire remained in the skin. The patient was able to remove the sensor wire without medical intervention. Additional event or patient information is not available. Photos of the detached sensor wire were provided for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4). 2017, that on (B)(6). 2017, the patient experienced a detached sensor wire. Based on the images provided, the sensor appears to be fish hooked. This most likely occurred due to the sensor sliding forward in the needle during shipment, handling, or a drop so when the sensor was inserted into the body, the sensor kinked (fish hooked). The root cause can be categorized as manufacturing since the sensor should not have moved forward, however, the applicator and sensor were not returned so the exact root cause cannot be determined.